Manufacturer narrative:
(B)(4). Date sent: 8/15/2023. D4: batch # x96779. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the msm20 device was returned with a clip in jaws and with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 9 clips as intended. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: current status of patient. Ans: patient is stable. During the CABG procedure, the surgeon was harvesting the saphenous vein from patient¿s left leg to be graft for the heart. They deployed the msm20 clips on the veins and branches, the vein been ¿cut through¿ and they need to abandon that vein as couldn¿t be repair. Surgeon told that the vein size and physical conditions looked normal to them. Supposed to harvest 2 veins but both veins been ¿cut through¿ and the surgeon need to harvest the vein from right leg. When they harvesting the saphenous vein from right leg, same incident happened as well. The vein been ¿cut through¿ and couldn¿t be repair. They used mcm20 for this vein. They tried to harvest another branch of saphenous veins with the balance of clips from same mcm20 (used earlier), the clips able to secure well and didn¿t ¿cut through¿ the vein. There are no bleeding been seen after the veins been ¿cut through¿ as they had on the bypass system and no blood flow to the that area. Surgeon is experienced user and been using these 2 product code more than 15years. Was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Ans: no bleeding been seen after the veins been ¿cut through¿ as they had on the bypass system and no blood flow to the that area. Was there any change to the procedure as a result of the event? Ans: as per information above. What is the current patient status? Ans: will inquire further. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Ans: surgeon of the case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk surgery, surgeon deployed the clip on vessel and it cut through the vessel. Surgeon is experienced user with the device. No further details were provided. No patient consequences reported.